Event description:
Customer states pt was treated with dopamine therapy for seven days based on low nibp readings. According to customer, the solar 8000m tram nibp readings were found to be incorrectly low on day seven. The pt experienced a grade one bilateral bleed as a result of the extended dopamine therapy.